Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had stored a ventricular episode in which there was observations of oversensing. A request was made for technical services (ts) to review the data. Ts reviewed and found there were several non-sustained ventricular tachycardia (nsvt)s events which exhibited p-wave oversensing. Additionally, there was an alert due to a high out of range shock lead impedance measurement measuring 125 ohms. It was noted that the impedance trends show a sharp variation increase on both the right ventricular (rv) pacing lead and shock lead impedance measurements since september. Technical services discussed possible causes and suggested to have the patient in the clinic for a follow-up and recommended getting x-rays. At this time, the device remains in service. No adverse patient effects were reported.